Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller (ec) was analyzed and found that in artemis the logs were able to confirm errors 319. Upon visual inspection, no issues were found related to the reported event. The ec was installed into the golden system where the system functioned as expected. Then the golden system was set to run video test, error 40084 for dual camera interface board (dcib) issues possibly related to the original complaint were found. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted surgical procedure, customer was facing a non recoverable fault. Technical support engineer (tse) viewed the system event logs and noticed an error 319 pointing the endoscope controller (ec). Tse guided customer to perform a hard power cycle, no change. Tse asked customer to check the ec power button and cabling. The system was down. The procedure was aborted without patient involvement.